Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates, the brake casters are rotating from side to side when in brake.